Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 261, 366 and 169 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 120 mg/dl. Customer stated he takes his blood test fasting and tests four times a day. Customer stated he knows his blood sugar is not high and would not want to give himself the incorrect dosage of insulin. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory. Call the customer regarding a follow up call. The customer say he is getting high blood results on the meter. He is taking insulin to manage his diabetes and test 4 times a day. If his blood sugar is 140mg/dl he takes 12 units of lantus and if over 350 he takes 30 units.